Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2005 to treat her stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).